Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had a hypoglycemic event that resulted in a seizure. A nurse checked the patient's bg and it was 35 g/dl and the cgm was 80 mg/dl. The nurse called an ambulance and the patient was treated with glucagon by the emergency medical technician's (emt). The patient was taken to the hospital and was there for 24 hours. There was no information about treatment at the hospital. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.